Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. R&d evaluation: during examination of the valve, a tissue perforation, approximately 3 mm x 1.5 mm on the outflow (aortic) side and 1.5 mm x 1 mm on the inflow (ventricular) side, was observed on the cusp of leaflet 1 (l1) near the commissure 1 (c1) segment. Similar but non-transmural tissue damage was also noted on the outflow surface of the same leaflet (l1) near c2 segment. The characteristics of this type of tissue damage/perforation are consistent with those caused by suture tail abrasion. Moderate to severe host fibrous (pannus) tissue growth was observed on both outflow and inflow side of the valve. Leaflet fusion by pannus at all three commissures. No appreciable tissue calcification was revealed by x-ray imaging. The leaflet perforation, host pannus overgrowth, and pannus-mediated leaflet fusion may have been compromised the functionality of the valve which might result in early explantation of the valve. The time course and severity of pannus growth is largely variable among the patients. The detail mechanism is still not fully understood, but it is generally believed to be primarily attributable to the foreign body reaction against the implant. The patient factors (such as patient immune system, age, and other comorbidities) may also play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
Evaluation summary: customer report of hole in leaflet was confirmed. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 1.5mm and leaflet 1 and 2 by approximately 3mm at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. A perforation was observed on leaflet 1. The perforation was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. One suture remained attached near leaflet 2, however it was not near the perforation. Yellow material was noted on leaflet 2 and 3 at the outflow aspect. Valve will be sent to r&d for further evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to edwards. Multiple follow-up attempts have been performed to obtain the device for return and additional information. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was explanted after an implant period of approximately two (2) years. A hole in one of the leaflets was found during the explant. The details of the replacement valve is unknown. Patient was reported to be doing well.